Manufacturer narrative:
(B)(4).

Event description:
It was reported "the patient pulled off 3rd lumen (pigtail lumen) of the hd catheter." The catheter was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".

Event description:
It was reported "the patient pulled off 3rd lumen (pigtail lumen) of the hd catheter." The catheter was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc for analysis. Signs of use were observed inside the catheter body. Visual analysis revealed that the distal extension line was separated. Microscopic examination confirmed the separation and revealed that the edges were rough and jagged. In addition to the separation, it was also noted that the distal side-clamp was activated. The distal line extrusion also appeared to be knotted. It is assumed that the customer knotted after encountering the defect. Visual analysis could not be performed on the separated portion of the extension line/luer hub as it was not returned. The catheter body length measured 267mm, which is within the specification limits of 257mm-277mm per the catheter product drawing. The distal extension line outer diameter measured 0.066", which is within the specification limits of 0.066"-0.070" per the distal extension line extrusion product drawing. The distal extension line inner diameter measured 0.046", which is within the specification limits of 0.045"-0.049" per the distal extension line extrusion product drawing. A manual tug test confirmed that the distal line was secure to the juncture hub. Likewise, the medial and proximal lines appeared secure to their respective luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested". The IFU also states, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a separated extension line was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the distal line was separated. The separated portion was not returned. Despite the damage, the sample met all relevant dimensional requirements, and a device history record review based on sales history did not reveal any relevant findings. Based on the customer report and the sample received, the root cause cannot be determined as part of this complaint without the separated end of the extension line also returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.